Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve infold resulted a a procedural delay of approximately 15 minutes.

Manufacturer narrative:
Image review: a total of four intraprocedural media files were submitted for review. Four images from the patient¿s executive summary were available, permitting partial anatomical assessment. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 79.2mm with a perimeter derived diameter of 25.2mm, suggesting a 29mm evolut. The aortic annulus appeared to have protruding calcium extending to the left ventricular outflow track. Fluoroscopic valve load inspection was provided for evaluation revealing an inflow crown overlap that appeared to end prior to node 4, which would be considered a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. It was reported that one recapture was required due to suboptimal valve depth, and during subsequent deployment, significant under expansion with a suspected infold were observed. It was reported that the valve was withdrawn, another pre balloon aortic valvuloplasty was performed and a new system was used to complete the procedure. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a heavily calcified eccentric native valve with calci fication on all three leaflets and the left ventricular outflow tract, the fluoroscopic load check revealed an overlay between node three and node four. A pre-implant balloon dilation was performed using a 22 mm non-medtronic balloon. The first attempt to release the valve was deemed too low. The valve was recaptured and placed higher in relation to the native annulus, but the valve showed an infolding of the inflow crown up to node seven according to the physician. The system was withdrawn from the patient. Another balloon dilation was performed using the same balloon. A new valve, delivery catheter system (dcs), and compression loading system (cls) were used for a successful implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013110355); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0013164038); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab loaded within the capsule of delivery catheter system (dcs). The galway rpa lab deployed the valve and subsequently transferred it to the santa ana rpa lab. The valve was contained within a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with blood exposure. The valve was received in a crimped configuration, with the outflow aspect exhibiting an elliptical profile and the inflow aspect exhibiting a reniform (kidney-shaped) appearance. As received, all leaflets were observed in a partially open configuration. All leaflets appeared dehydrated and minimally pliable, with deep creases and frame imprints observed across the leaflet surfaces. All commissures appeared intact. No visible suture damage was observed. The valve was submerged in a warm saline bath (approximately 37°c), resulting in resolution of the elliptical profile on the outflow aspect and the reniform appearance on the inflow aspect. The valve continued to exhibit residual compression following submersion, consistent with configurations that have been historically observed in valves maintained in a compressed state within the delivery system. No damage, such as bends or kinks, was observed following warm saline submersion. Due to the condition of the returned valve, a deployment simulation to further evaluate the reported allegation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.